Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. Additional information was received with the receipt of the device. In addition to the capsular contracture reported initially, gel bleed was also noted. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 0.1 cm within the siltex cracking was noted. The gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced bilateral capsular contracture left sided rupture post procedure. The left sided capsular contracture was baker grade ii/iii. The right sided capsular contracture was baker grade IV. The rupture was diagnosed through ultrasound. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-12746 for contralateral prosthesis report.